Event description:
Pt underwent an aortic valve replacement. After the (first) valve (21mm) was placed, it was noted the valve was not opening (no valve leaflets were moving) despite functioning left ventricle. Aortic valve was replaced with 19mm magna ease bioprosthetic valve. The left ventricle was functioning well but the right ventricle was sluggish. The physician decided to place on central va ECMO. Pt remains in critical condition. See scanned pages.